Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k3e 5.4mg plus blood collection tube has been found experiencing 100 occurrences of label lift off before use. The following has been provided by the initial reporter: labels do not hold on bd vacutainer tube they had described that in the past there were repeated problems with the barcode labels that did not adhere properly to the bd-vacutainer tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos show the customer's indicated failure mode for barcode labels that do not adhere properly with the incident lot. The customer is using additional labels which are not sticking satisfactorily to the tubes. This is more likely to be as a result of the adhesive on the labels rather than the plastic of the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® k3e 5.4mg plus blood collection tube has been found experiencing 100 occurrences of label lift off before use. The following has been provided by the initial reporter: labels do not hold on bd vacutainer tube. They had described that in the past there were repeated problems with the barcode labels that did not adhere properly to the bd-vacutainer tubes.